Event description:
Ems personnel were monitoring a pt, condition unknown. The device allegedly would not display the pt's electrocardiogram on any standard lead, however reportedly the operator was able to successfully monitor the pt in the paddles mode. There were no adverse effects to the pt reported as a result of the alleged malfunction.